Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. The customer stated that it was not giving any insulin. The no delivery alarm did not occur during the manual prime process. Troubleshooting was discontinue because the customer was not able to remember what happened during the no delivery. The customer also reported that they were experiencing both high and low blood glucose. The customer had experienced a blood glucose level of 358 mg/dl. The customer's current blood glucose level was 414 mg/dl then went up to 439 mg/dl. They treated the high blood glucose with the insulin pump. Troubleshooting was performed and it was noted that there was a bubble in the middle of the reservoir. The customer stated there was no insulin coming out of the tubing. They tried to rewind but nothing happened. Due to the customer's discomfort with the insulin pump, the device will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump's motor functioned properly and no rewind anomaly noted. No unexpected no delivery, low reservoir, lost reservoir or weak battery alarms during testing. Unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit was tested with a water fill test reservoir. No air bubbles anomaly noted. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.